Event description:
This case was related to case: (B)(4) (same patient) this unsolicited case from (B)(6) was received on 10-jan-2017 from an orthopaedic surgeon. This case involves (B)(6) female patient who initiated treatment with synvisc and the same day experienced pseudogout reaction. The patient previously did arthroscopy 2 years back with scope on the left knee but health authority injected both knees with synvisc but surprisingly only right knee had reaction. No past drugs, concomitant medication or concurrent condition was reported. On (B)(6) 2016, the patient initiated treatment with synvisc injection at a dose of 2 ml (route, frequency: not provided; batch/ lot number: 6rsp006a and expiration date: 30-apr-2019) in both knees for knee osteoarthritis. It was reported that the same day after the first injection, the right knee got pseudogout reaction. Fluid was aspirated and injected with steroid to subside pain and swelling. Further reported, the fluid was sent to the lab for test with the result as no inflammation. Patient received the second and third synvisc injection on (B)(6) 2017 respectively. Action taken: no action taken. Corrective treatment: steroid. Outcome: recovered/ resolved. A pharmaceutical technical complaint (ptc) was initiated and results were pending of the same. Seriousness criteria: required intervention pharmacovigilance comment: sanofi company comment dated 12-jan-2017: this case concerns a patient who received synvisc injection in right knee and experienced a pseudogout type reaction characterized by pain, swelling and effusion in the injected knee. Based upon the information received the event has been assessed as possibly related to the product. However, a comprehensive causality assessment cannot be completed as there is no information regarding the technique of injection and the conditions under which the patient received the injection. Also, reactions involving pain, swelling and effusion of the injected joint are expected and well documented after the use of synvisc injections. Hence, this single case report does not alter the benefit/risk profile of the product.

Event description:
This case was related to case: (B)(4) (same patient). This unsolicited case from (B)(6) was received on (B)(6) 2017 from an orthopaedic surgeon. This case involves (B)(6) years old female patient who initiated treatment with synvisc and the same day experienced pseudogout reaction. The patient previously did arthroscopy 2 years back with scope on the left knee but health authority injected both knees with synvisc but surprisingly only right knee had reaction. No past drugs, concomitant medication or concurrent condition was reported. On (B)(6) 2016, the patient initiated treatment with synvisc injection at a dose of 2 ml (route, frequency: not provided; batch/ lot number: 6rsp006a and expiration date: 30-apr-2019) in both knees for knee osteoarthritis. It was reported that the same day after the first injection, the right knee got pseudogout reaction. Fluid was aspirated and injected with steroid to subside pain and swelling. Further reported, the fluid was sent to the lab for test with the result as no inflammation. Patient received the second and third synvisc injection on (B)(6) 2017 and (B)(6) 2017 respectively. Action taken: no action taken. Corrective treatment: steroid. Outcome: recovered/ resolved. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The production and quality control documentation for lot # 6rsp006a expiration date (04/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsp006a no CAPA is required. (B)(6) pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of (B)(6) 2017, there is only 1 complaint on file for lot# 6rsp006a: (1) adverse report event. Sanofi will continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention additional information was received on (B)(6) 2017. The global ptc number with ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2017: the follow up information does not change the overall case assessment. Sanofi company comment dated (B)(6) 2017: this case concerns a patient who received synvisc injection in right knee and experienced a pseudogout type reaction characterized by pain, swelling and effusion in the injected knee. Based upon the information received the event has been assessed as possibly related to the product. However, a comprehensive causality assessment cannot be completed as there is no information regarding the technique of injection and the conditions under which the patient received the injection. Also, reactions involving pain, swelling and effusion of the injected joint are expected and well documented after the use of synvisc injections. Hence, this single case report does not alter the benefit/risk profile of the product.